Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time was incorrect; cause was not known. Tandem technical support assisted customer with correcting time. Customer's blood glucose was 134 mg/dl.